Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery issues and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident. Customer treated high with insulin pen. Trouble shooting was performed and found event was resolved by changing complete set (inf and res). Customer does not have product in question to return. Advised sending replacement reservoir. The product will not be returned for analysis.